Event description:
The customer stated the blood glucose device gave a result without applying a blood sample. The customer stated they had recently run glucose controls. A request was made for the return of the suspect device and replacement product was sent.